Event description:
Consumer states that he used the product over a period of 3 months in 2004. Unk how many bandages. He states that product caused inflammation and eruptions on his nose that then caused the skin to melt. He states that since 2004, he has seen multiple doctors and had multiple treatments. He would not be more specific. He states that he has been recently diagnosed with basal cell carcinoma of his nose due to the skin of his nose being so raw and open. Advised consumer to continue to follow up with health care professional.

Manufacturer narrative:
Review of summary data associated with this complaint category revealed no adverse trends. This report is considered closed unless additional relevant info is received.